Event description:
The event involved a customer allegation of a device that would not hold a charge. The device error log was reviewed and the alarms n252 (depleted battery) and n56 (replace battery) were found. Testing and investigation found that the device gave a ¿replace battery¿ alert upon power up and the battery icon was empty during self-test. The device was again powered up on ac power; the change battery soft key was pressed and the device passed the self-test and all pvt tests on dc power. The probable cause was a defective battery due to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.